Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. One patient required a blood transfusion, and another required IV fluids. The surgeon was a prior seamguard user and his cartridge selection is 2 black and 4 green. He did not change cartridge selection when using new buttress.

Event description:
It was reported that post-operative three days later after a sleeve gastrectomy, the patient reported problems with nausea. The patient was given fluids to address the nausea. The surgeon noted that there was some oozing.

Event description:
It was reported that post-operative three day later after a sleeve gastrectomy the patient reported problems with nausea. The patient was given a blood transfusion to address the nausea. The surgeon noted that there was some oozing.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2020 b5: corrected data.